Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No battery out limit alarms noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with broken battery tube threads, cracked reservoir tube and minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that they received battery out limit alarm during normal use. The customer's mother stated that they had high blood glucose of 437 mg/dl at the time of incident. The customer's blood glucose was 487 mg/dl at the time of call. The customer's mother also reported that the insulin pump had crack on the battery compartment and at the back of the case. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.